Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: cath lab staff reported the physician had difficulty advancing bypass tube into sheath valve a total of 4 separate devices. Each time the manta sheath was exchanged for a new one and continued to have the same issue. They were finally able to close with the 5th manta device. This was a protected pci case. Unfortunately, the staff did not save any of the devices in this case. Additional information on 23may2022: there were no issues with sheath delivery in the protected pci portion of the case. There was severe resistance at the valve with a trampoline effect with each of first 4 manta devices. Current patient condition is reported as fine. Associated to: MDR 3010252479-2022-00248 manta, MDR 3010252479-2022-00250 manta, MDR 3010252479-2022-00251 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f manta was deployed for closure. No issues were encountered advancing and withdrawing the procedural sheaths. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube would bounce back out while attempting to try and push the bypass tube into the sheath. The first 14f manta closure and sheath were removed, and a second 18f manta closure and sheath were opened. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2022-00248 manta.